Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, a definitive cause for the reported tissue injury and slda cannot be determined. The reported mr appears to be a cascading effect of the reported slda. The reported patient effect of tissue injury and mr, as listed in the instructions for use, are known possible complication associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The mr was reduced to grade 2+ post procedure. On (B)(6) 2026, recurrent mr of grade 3 was observed due to single leaflet device attachment (slda) from the posterior leaflet. A chordal rupture was observed. There was no clinically significant delay reported.